Manufacturer narrative:
The customer¿s report of a leaking set was confirmed and replicated. Visual inspection (including microscopic examination) showed that the white cap and blue piston of the smartsite valve located just above the in-line filter were completely broken away from the valve body. The appearance of the affected areas was indicative of breakage rather than clean separation. Functional testing was performed; fluid leaked from the top of the broken y-body. The root cause of the leak was a broken smartsite valve.

Event description:
The customer reported a leaking set. There was no patient harm.

Event description:
The customer reported a leaking set. There was no patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leaking set. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.